Manufacturer narrative:
A non-conformance review was conducted for lot 1241035 and there were no non-conformances related to the reported event issued during the manufacturing of this lot. Visual inspection and pull test were conducted on the drains within this lot and met the established acceptance criteria. There was no device returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. A corrective and preventive action has been initiated to further investigate the reported issue. We will continue to monitor and take actions, as applicable.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported a silicone round drain, jackson-pratt, 7fr, broke into two pieces post operatively. The existing drain was still used and remaining tubing was reconnected to the bulb. There was no harm to the patient.